Manufacturer narrative:
(B)(4). External insulation abrasions were noted at 45.0-45.5cm and 48.3-48.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 45.7-46.0cm from the distal tip, consistent with lead friction to the ICD can. The rv conductor etfe was abraded at this location. External insulation abrasion was noted at 49.2-49.5cm from the distal tip, consistent with lead friction to the ICD can. The rv conductor was abraded/melted/separated at this location. This is consistent with the observation from the field of low hv lead impedance. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The right ventricular lead exhibited low impedance. The lead was explanted and replaced. The patient¿s condition post procedure was stable.